Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal on (B)(6) 2021. This index procedure was off label due to the neck length measuring at 12mm. Per the device indication¿s for use (IFU) it should be measure greater than or equal to 15mm. Additionally, the distal neck diameter measured at 33mm and should be between 18 and 32mm. On (B)(6) 2023, the patient presented emergently with back pain, and they were vomiting. Computed tomography identified a type ia endoleak. Reintervention was completed the same day with the implant of an a palmaz (non-endologix) stent and an afx vela suprarenal; however, the type ia endoleak was not resolved. The patient was reported to be doing okay at the time of surgery. The patient was transferred to university of alabama at birmingham for the implant of a non-endologix fenestrated graft. There is no additional information available at this time. After the initial report, the clinical evaluation also shows reasonable evidence to suggest migration of the proximal extension, retroperitoneal hematoma, rupture (juxtarenal) aorta, surgical conversion and explant occurred that was not included in the event as reported. The additional findings were discovered during review of medical records and computed tomography scans dated on (B)(6). The patient had presented to the hospital emergently on (B)(6) 2023 and was admitted with respiratory failure (respiratory failure chronic-copd on home o2 -preexisting condition). A computed tomography scan performed on (B)(6) 2023 identified the migration of the afx vela suprarenal, type ia endoleak and juxtarenal ruptured aaa. Emergent repair was performed with the implant of an a palmaz (non-endologix) stent and an afx vela suprarenal; however, the type ia endoleak was not resolved. The patient was transferred to university of alabama at birmingham; however, rather than the anticipated implant of a non-endologix fenestrated graft, all endovascular devices were explanted and aortic reconstructions with a dacron (non-endologix) graft was performed on (B)(6) 2023. Due to a history of chronic respiratory failure requiring intubation the patient was hospitalized until on (B)(6) 2023.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and additional endovascular procedure complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest migration of the proximal extension, retroperitoneal hematoma, rupture (juxtarenal) aorta, surgical conversion and explant occurred that was not included in the event as reported. The additional findings were discovered during review of medical records and computed tomography scans dated on (B)(6) 2023. The type ia endoleak and migration are most likely user related as the initial procedure was off label with the neck length measuring 12mm and should be greater than or equal to 15mm, and the distal neck diameter measuring 33.0mm and should be 18-32mm. Additionally, the migration of the proximal extension likely contributed to the type ia endoleak. Procedure related harms were persistent type ia endoleak, abnormal blood loss, two additional surgical procedures, and prolonged hospitalization. The respiratory complication of prolonged intubation was most likely related to chronic lung disease. The final patient status was reported as discharged to inpatient rehabilitation on postoperative day 31. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with durably. Corrections: b5: describe event or problem - additional information. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal on (B)(6) 2021. This index procedure was off label due to the neck length measuring at 12mm. Per the device indication¿s for use (IFU) it should be measure greater than or equal to 15mm. Additionally, the distal neck diameter measured at 33mm and should be between 18 and 32mm. On (B)(6) 2023, the patient presented emergently with back pain, and they were vomiting. Computed tomography identified a type ia endoleak. Reintervention was completed the same day with the implant of an a palmaz (non-endologix) stent and an afx vela suprarenal; however, the type ia endoleak was not resolved. The patient was reported to be doing okay at the time of surgery. The patient was transferred to (B)(6) for the implant of a non-endologix fenestrated graft. There is no additional information available at this time.